Event description:
Plaintiff alleges hypersensitivity to latex. As a direct and proximate result of the allergy, plaintiff sustained injuries causing him pain, discomfort and suffering and will incur hosp, med and other expenses and will continue to lose wages. Plaintiffs allege loss of cosortium.